Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 56-year-old male of an unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during preparation of the purge cassette, liquid leaked out and the automated impella controller (aic) would not detect the purge cassette. A new purge cassette was prepared, and alarm purge disc not detected was displayed and after two attempts, the aic recognized and the alarm stopped. No patient harm was reported.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The root cause of the issue was a broken purge retainer.